Manufacturer narrative:
The investigation of access site bleeding has been completed. It was unknown whether the hemostasis was achieved at the bleeding site. Hence, the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella cp support. A large hematoma and bleeding at the impella site was noted. It was resolved by changing the dressing, holding pressure and pausing heparin for some time. The procedural outcome was the patient survived the surgery.